Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that atrial lead dislodgement was confirmed via x-ray. The lead was explanted. The atrial port of the device was plugged and no new lead was replaced due to the patient's chronic atrial fibrillation. The patient was stable.